Manufacturer narrative:
(B)(4).

Event description:
It was reported that a seam tear and vascular damage occurred. Vascular access was obtained via a femoral approach. A 14f isleeve introducer sheath was introduced into the anatomy with no resistance noted. A 22 non-bsc balloon was advanced and 4 inflations were performed to produce effective balloon aortic valvuloplasty (bav). The balloon was removed under negative pressure and was tracked via v-ray to ensure it passed through the tip of the isleeve correctly. The valve delivery system was advanced into the isleeve as normal and tracked by x-ray out of the tip of the isleeve. The valve implant procedure was completed normally. The delivery system was closed in the descending aorta and the removal through the tip of the isleeve was tracked by x-ray. The delivery system was inspected upon removal from the body. There was confirmation that the delivery system had been closed correctly for removal. The 22 non-bsc balloon was reused for postdilation. No resistance was noted upon removal of the balloon. The dilator was inserted back into the isleeve for removal. Upon removal, there was bleeding at the puncture site. Inspection of the isleeve outside the body, revealed a large split from the tip to approximately 3-4cm above the stability layer. The puncture site was closed with 2 non-bsc closure devices; however some extravasation remained following percutaneous vascular closure. The physician implanted an endovascular stent graft as a bail out. No further patient complications were reported. The patient remained stable throughout the entire procedure. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
Device evaluated by MFR: the returned product consisted of a bloody isleeve sheath. The sheath and tip were microscopically examined. The tip has typical damage. There is expansion on 2 of the 3 seams as expected with device usage. The sheath material was split/torn on the seam starting 17.4cm from the tip and extending to the tip. The edges of the split/tear were slightly jagged. There was no evidence of any material or manufacturing deficiencies contributing to the damage. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. Product analysis confirmed the reported event due to the damage. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that a seam tear and vascular damage occurred. Vascular access was obtained via a femoral approach. A 14f isleeve introducer sheath was introduced into the anatomy with no resistance noted. A 22 non-bsc balloon was advanced and 4 inflations were performed to produce effective balloon aortic valvuloplasty (bav). The balloon was removed under negative pressure and was tracked via v-ray to ensure it passed through the tip of the isleeve correctly. The valve delivery system was advanced into the isleeve as normal and tracked by x-ray out of the tip of the isleeve. The valve implant procedure was completed normally. The delivery system was closed in the descending aorta and the removal through the tip of the isleeve was tracked by x-ray. The delivery system was inspected upon removal from the body. There was confirmation that the delivery system had been closed correctly for removal. The 22 non-bsc balloon was reused for postdilation. No resistance was noted upon removal of the balloon. The dilator was inserted back into the isleeve for removal. Upon removal, there was bleeding at the puncture site. Inspection of the isleeve outside the body, revealed a large split from the tip to approximately 3-4cm above the stability layer. The puncture site was closed with 2 non-bsc closure devices; however some extravasation remained following percutaneous vascular closure. The physician implanted an endovascular stent graft as a bail out. No further patient complications were reported. The patient remained stable throughout the entire procedure.